Manufacturer narrative:
Olympus keymed have requested that the product is returned for further investigation. Following further questioning the workstation did not topple or fall over. There was no injury to patient or user.

Event description:
The bolt of the rear wheel castor has broken / sheared.

Manufacturer narrative:
The castor was not returned for further investigation. Three requests were made for an update on the disposition / return of the castor but no response received. If the castor is returned to olympus keymed or any further information received the case will be reviewed.